Manufacturer narrative:
The insulin pump alarmed off no power after battery installation followed by a39 alarms due to broken solder pad at the interface board. No blank display anomalies were noted. The insulin pump was received with cracked case at display window corners, battery tube threads and minor scratched display window.

Event description:
The customer stated receiving an alarm that told him to change the battery. The customer changed the battery and the display went blank. The customers blood glucose was 76 mg/dl. No significant events leading to the alarm. The customer was unable to complete the rewind process which was due to the alarm. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.